Event description:
It was reported that the tip of two intruments fractured. The fractured tips remained inside the nut and as a result and remain implanted in the patient.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event regarding the plug drivers. Both plug driver tips sheared off; it was confirmed by the rep that the patient retained a foreign body. Hardness testing of the returned plug drivers confirmed proper manufacturing and processing. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at the time of inspection. The probable underlying root cause for the damage is excessive torque forces during usage of the device.

Manufacturer narrative:
This is 1 of 3 mdrs involved in the same event. Please see the following MDR numbers:0002242816-2012-00040,0002242816-2012-00041,0002242816-2012-00042.per the instructions for use, "possible adverse effects" include bending, fracture, loosening or migration of the implant pain, discomfort, or abnormal sensations due to presence of the implant.